Event description:
While instrumenting synfix-lr case for alif, the iliac vein was compromised. The synframe retractor was in use during the procedure. The surgeon reported that the vessel tear may have been from retracting or adjusting the retractors. He did not feel there was anything wrong with the retractors. The surgeon repaired the vein and was able to complete the procedure without further incident to the pt.

Manufacturer narrative:
Subject device is an instrument and is not implanted. No investigation could be performed, no conclusion could be drawn as no device was returned.